Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. The customer's address is unknown. (B)(6) USA has been used as a default.

Event description:
It was reported that bd alaris¿ pump module smartsite¿ infusion set was missing a component. The following information was provided by the initial reporter: " bd alaris pump infusion set with back check valve and 3 smartsite y-sites. Writer opened package to find distal portion of tubing missing. Tubing ended in y-site, not correct luer connection to patient."

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of misassembly - other component could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10

Event description:
It was reported that bd alaris¿ pump module smartsite¿ infusion set was missing a component. The following information was provided by the initial reporter: " bd alaris pump infusion set with back check valve and 3 smartsite y-sites. Writer opened package to find distal portion of tubing missing. Tubing ended in y-site, not correct luer connection to patient."